Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy pinnacle sector ii acetabular cup size 58 mm, pinnacle metal inset, neutral 40 mm x 58 mm, an s-rom total hip system femoral stem, 36 standard, and a s-rom m-spec femoral head, +3 neck, 40 mm. Soon after surgery, I began experiencing severe pain and discomfort. In mid-2009, I felt something pop in my hip and experienced excruciating pain. It hurt to bend over and I had difficulty walking. My physician informed me that a hip revision would be necessary. Due to the persistent pain and nature of the discomfort, I underwent a revision of the right total hip replacement on (B)(6) 2011. The metal on metal component was replaced with a polyethylene component manufactured by stryker. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2009 to (B)(6) 2011. Diagnosis or reason for use: degenerative joint disease of right hip.